Event description:
When they deployed the cook celect femoral vena cava, two of the four primary legs were intertwined and the filter migrated towards the patient's feet. They proceeded to go from right internal jugular and snare the filter. Filter was hooked successfully and repositioned. The filter opened and was placed again with minimal tilting. They bumped the patient to next day for treatment of the pre-existing deep vein thrombosis. During treatment, they noticed that the filter had migrated again towards the feet and had tilted 15-20 degrees. In addition, one of the secondary legs was caught in an accessory lumbar vein. This will possibly bump up a scheduled retrieval date. Due to migration and tilting, the physicians are looking at the possibility of an earlier retrieval date.

Manufacturer narrative:
Unknown as lot # is unknown. Investigation in progress.